Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion ws located in the severely tortous and severely calcified mid right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for post dilatation. However, during post maximum dilation in the stent, the balloon was ruptured. The procedure was completed with a different device. There were no patient complications reported.